Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with three reservoirs; the customer stated that she gets a bunch of bubbles that she cannot remove from the reservoir unless she changes the reservoir. The patient's blood glucose at the time of incident is unknown. Troubleshooting did not occur. The reservoirs in question were not returned for analysis.